Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient's blood glucose (bg) levels reached up to 24 mmol/l (432 mg/dl). Uncertain about how to proceed, they sought medical attention. The pod had been worn on the patient's arm for approximately 37 to 48 hours. The patient developed diabetic ketoacidosis (dka) and was admitted to salford royal hospital for 48 hours. Upon removal of the pod by a nurse, it was observed that the cannula was bent. The patient was treated with intravenous fluids and insulin during hospitalization. After discharge, a new pod was applied at home. The mother was unable to recall the exact dates of admission and discharge.